Event description:
The customer reported that they could not acquire ECG via pads. The involved patient died, but there is no allegation that the device was a factor in patient's outcome.

Manufacturer narrative:
The customer reported that they could not acquire ECG via pads. The involved patient died, but there is no allegation that the device was a factor in patient's outcome. A follow-up report will be submitted after philips obtains more information about this event.